Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead coil exhibited high, and sudden rise in impedance. During extraction of the rv lead, the right atrial (ra) lead dislodged. Subsequently, the rv lead and the ra lead were explanted and replaced. No patient complications have been reported as a result of this event.